Event description:
The patient received his scs system on (B)(6) 2011 including a paddle lead. It was reported stimulation was unable to be captured in the patient's lower back. Allegedly, the lead migrated. As a result, the patient's lead was explanted and replaced.

Manufacturer narrative:
Results: the lead was received complete. The lead was visually examined under the microscope and no anomaly was found. Testing revealed that all channels passed the conductivity test. There was no breach of the outer tubing of the lead. The lead was functionally tested and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.